Event description:
The customer called to report motor error and other alarms. Troubleshooting was performed and the insulin pump did not pass the displacement test. The customer stated that the insulin pump was not exposed to any high magnetic fields. The reported blood glucose reading was 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.